Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It is reported that the patients hearing performance with the device is affected. Re-implantation is considered.

Manufacturer narrative:
Conclusion: device investigation shows micro-leaks at the housing braze joint. This leads to the conclusion that the device electronics failed over time after humidity ingress through these micro-leaks. After opening of the housing, visual inspection of the electronics shows damage that is typical for humidity ingress. The problems described in the recipient report seem to match this finding. This is a final report.

Event description:
It is reported that the recipient suddenly had decrease in hearing sensation with the device. No accident or trauma has been reported. The recipient has been re-implanted.